Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted concurrently with cystoscopy due to sui.

Manufacturer narrative:
(B)(4). A review criteria.of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was reported that the patient underwent a transurethral coaptite injection and cystoscopy on (B)(6) 2014, due to urinary incontinence. It was reported that the patient underwent a mid-urethral sling, retropubic lync, and boston specific on (B)(6) 2014, due to urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.